Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) secondary surgical intervention, lens exchange. Conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vitcmo12.6, -15.5/+2.0/067 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was removed and exchanged for a longer length lens due to observation of low vault. This exchange resolved the problem.

Manufacturer narrative:
On (B)(6) 2017 the lens was removed and exchanged for a longer length lens due to observation of low vault. Problem was not resolved. (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with residue on the product. Visual inspection found the lens haptic torn and presence of residue on the lens surface. (B)(4).